Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single port (sp) monopolar curved scissors (mcs) tip involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. Visual inspection of the device found that both retention teeth were damaged. There were no missing pieces. Further failure analysis confirmed that the retention keys were broken, reducing the rigidity of the tip cover¿s proximal inner diameter. As a result, the tip cover can be forced distally over the clevis¿ outer diameter, making it more susceptible to become dislodged during instrument removal from the entry guide. Additional observation not reported by the site: there is a cut in the silicone part of the tip cover. The cut is approximately 0.250¿ long and is located on the proximal end of the tip cover, over the plastic substrate section. There is no evidence of thermal damage. All damage appeared to be mechanical in nature. The cut in the silicone is most commonly caused by contact with a sharp object. Image/video review: no image or video clip for the reported event was submitted for review. System log investigation: the single-use disposable sp monopolar curved scissors (mcs) tip (pn: 430035-10) is not tracked by the da vinci surgical system and, therefore, logs are unavailable for this component. This complaint is being reported because the sp monopolar curved scissors (mcs) tip¿s insulation was damaged. Damage to electrical insulation could allow for electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a da vinci single port (sp) monopolar curved scissors (mcs) tip¿s silicone began to peel. The customer noted the reported issue when the instrument was in the trocar, but not within the patient. The procedure was completed with a backup sp mcs tip and there was no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed-up with the surgeon and the site¿s robotics coordinator and obtained the following information: the surgeon indicated that the issue was noted while the device was in the trocar, but not within the patient. A backup sp mcs tip was installed to continue and the procedure was completed with no harm or injury to the patient. The surgeon indicated that the da vinci sp surgical system was fully rotated and that the instruments were ¿barely out of the cannula¿ for the procedure. A jell port was in use. The robotics coordinator indicated that the silicone part of the tip began to peel completely off from the tip, but did not fall into the patient. It was indicated that the gray plastic below the silicone was intact and connected to the tip. The robotics coordinator corroborated the information provided by the surgeon.